Manufacturer narrative:
The facility reported that it was noted that the gauze was shedding lint and did not have sufficient absorbency. There were no samples retained for evaluation. We have been provided with very little information pertaining to one incident. It is not known how the gauze sponges were being used during the procedure, if they were unfolded during use or came in contact with any sharp instruments. There have been no reports of patient injury or need for any medical intervention. A root cause has not been determined. Due to the concern and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that it was noted that the gauze was shedding lint and did not have sufficient absorbency.